Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. Still pending the device manufactured date. When additional information is made available and/or the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant non-bwi products: alcath flutter flux catheter from biotronik and merit medical prelude 7fr sheath (reference # psi-7f-11-038-18g). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a typical atrial flutter (afl) ablation procedure with a stockert generator and suffered cardiac tamponade requiring an unspecified intervention. During the ablation phase while using an alcath flutter flux catheter from biotronik (non-bwi product), after 20 seconds of first ablation, a steam pop occurred. Cardiac tamponade was confirmed, and an unspecified intervention was required. There¿s no information regarding extended hospitalization. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to a stockert generator product malfunction. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. Transseptal puncture was not performed during the case. A merit medical prelude 7fr sheath was used during the procedure. The power was applied at 38 watts. The flow was set at 17 ml/min while applying 38 watts. No error messages were observed on any bwi product during the procedure. The patient did not receive anticoagulation. No bwi ablation catheter was used during the case. Additional information will be requested to obtain clarification on why the physician attributed the causality of the event to a stockert generator product malfunction, however, no response or additional information has been received. Should any new information be obtained it will be assessed and processed accordingly. The steam pop issue itself is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.

Manufacturer narrative:
On 6/17/2019, the manufactured date was provided as november 21, 2007. Therefore, device manufacture date has been populated. Manufacturer's ref # : (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a typical atrial flutter (afl) ablation procedure with a stockert generator and suffered cardiac tamponade requiring an unspecified intervention. During the ablation phase while using an alcath flutter flux catheter from biotronik (non-bwi product), after 20 seconds of first ablation, a steam pop occurred. Cardiac tamponade was confirmed, and an unspecified intervention was required. There¿s no information regarding extended hospitalization. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to a stockert generator product malfunction. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. Additional information will be requested to obtain clarification on why the physician attributed the causality of the event to a stockert generator product malfunction, however, no response or additional information has been received. Device evaluation details: the device evaluation has been completed. The device was evaluated and no error/failure was found. Device performed within specification. The device was subjected to planned maintenance, safety and functional testing and all tests passed. No malfunction is found on device. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).